Manufacturer narrative:
H.6. Investigation: one primary tubing (model #2426-0007) and 1 secondary tubing were returned by the customer. It was reported that the potassium chloride bolus was set to infuse over one hour but infused within 10 minutes due to a defective back-check valve. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. No back flow was observed while fluid was allowed to flow freely. An infusion was completed using the bd alaris pump (dchu-0010) and pump module (dchu-0016) at 125 ml / hr for 1 hour. The water was flowed into an empty beaker. No back flow was observed throughout the infusion. Fluid was flowing normally. After 1 hour there was about 125 m/l of water. The failure could not be replicated, and the complaint could not be verified. A device history record review for model 2426-0007 lot number 20116455 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - accuracy with lot #20116455 regarding item #(B)(4).

Event description:
It was reported that gem 20dp ckv 3ss dehp free experienced 2 cases of flow issues. The following information was provided by the initial reporter: material no: 2426-0007; batch no: 20116455. The 6 gi nurse indicates she programmed the pump to have her potassium chloride bolus infuse over one hour but instead she indicated that it infused within 10 minutes. She thought it was the pump but upon examination it is in fact a defective back-check valve. The pump has been ruled out as a contributor by bio-med.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gem 20dp ckv 3ss dehp free experienced 2 cases of flow issues. The following information was provided by the initial reporter: material no: 2426-0007. Batch no: 20116455. The 6 gi nurse indicates she programmed the pump to have her potassium chloride bolus infuse over one hour but instead she indicated that it infused within 10 minutes. She thought it was the pump but upon examination it is in fact a defective back-check valve. The pump has been ruled out as a contributor by bio-med.